Event description:
The customer reported a fluid leak of approximately 2ml from tubing at feed-through fitting ff44 on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and rr blood detector error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical support (cts) over the phone. The customer found a leak from detached tubing at feed thru fitting (ff44). Cts assisted the customer with reattaching the tubing at ff44, which resolved the leak and the errors. The instrument ran without leaks or errors and all repairs were verified per established service procedures. (B)(4).